Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿pain.¿ number 11 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity." Number 23 states, "implants can loosen or migrate due to trauma or loss of fixation."

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2015. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due to taper adaptor spinning. The procedure was a revision of an external device attached to an internal device with a taper on an amputees right leg. During the procedure, excess soft tissue was removed. The procedure was completed without complication.

Manufacturer narrative:
Examination of returned device found evidence of product non-conformance. Evaluation determined the device was manufactured using the wrong air tool.